Event description:
This is filed to report the thrombus on the steerable guide catheter requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a flailing posterior leaflet. Due to challenging anatomy, grasping was attempted multiple times but failed to secure both leaflets simultaneously with the grippers. It was suspected that there was damage to the gripper. The clip delivery system xtw (ref: cds0705-xtw, sn: (B)(4)) was removed and examined outside the patient's body. It was confirmed that one side of the gripper was broken and the gripper would not raise . A new xtw clip was prepared (ref: cds0705-xtw, sn: (B)(4)) and during which the echocardiologist found that there was suspected thrombus attached to the tip of the steerable guide catheter (ref: sgc0705, sn: (B)(4)). The steerable guide catheter was removed while light aspiration was applied along the way. The thrombus was not seen on transesophageal echocardiography after removing the guide and it was determined that the thrombus had been removed along with the guide. The procedure was resumed with a new set of sgc (sgc0705 sn: (B)(4)) and clip (xtw) and the implanters successfully grasped the leaflets. However, the post-clipping evaluation revealed an elevated transmitral gradient of 8mmhg. Repositioning of the clip still showed high gradient with more residual mr. The team decided to switch to xt clip to save as much valve area without trading off the mr reduction by the longer clip arms. The xtw system was then replaced by the xt system(cds0705-xt, sn:(B)(4)). The implanters eventually grasped the leaflets by xt clip with acceptable transmitral gradient (4mmhg) and achieved good mr reduction at <1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Returned device analysis observed a clot in the sgc hemostasis valve. Based on available information, a cause for the reported thrombus could not be determined. Additionally, thrombus is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.